Event description:
During evaluation of a returned homechoice device, a high drain error 104 (night drain #4) alarm was identified in the log. This alarm indicates that the patient drained greater than or equal to (B)(4) of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2015 at 08:43:15. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.